Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right ventricular (rv) lead exhibited high and undefined high rv defibrillation impedance when connected to the device. The pocket was re-opened and the physician noted that there was a visible "slit" in the lead insulation which was thought to have occurred during implant. The physician replaced the rv lead, however, the second rv lead also exhibited high rv defibrillation impedance values. Defibrillation threshold testing (dft) testing was conducted and failed to convert the rhythm. Five days post implant the dft testing was successful and the impedance values had gone down but were still high. The lead remains in use. No patient complications have been reported as a result of this event.